Event description:
It was reported that stent damage occurred. The target lesion was located in the non calcified coronary artery. A 32 x 2.25mm promus premier¿ stent was advanced to the lesion however, it was noted that a stent strut was lifted. The procedure was completed using a non bsc device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
(B)(4). Device is a combination product.     Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors.   (B)(4).